Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01080. 0001825034 - 2018 - 01081. 0001825034 - 2018 - 01082. Concomitant medical products: 11-301343 arcos con sz c std 80mm 391680, 139254 m2a-magnum 42-50 mm tpr insrt-3 965000, 157444 m2a-magnum mod hd sz 44 mm 006080. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced infection 2 months after post re implantation. No other information is available at this time .

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date - unknown date, 2017. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following re-implantation of total hip components, the patient developed recurrent infection approximately three (3) months post-operatively. The patient was treated with four wash-out procedures on unknown dates, over the course of approximately five (5) years, before eventually undergoing a revision of components and subsequent reimplantation on unknown dates.